Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient was found unresponsive while still connected to the fresenius cycler. In additional follow-up, the pd nurse stated this patient started pd therapy in (B)(6) 2025. Per the nurse, the patient has pre-existing labile blood pressure for which the patient is prescribed anti-hypertensive medications (details not provided). The nurse stated that the patient was not managing her medications well on her own prior to this event. The nurse confirmed that on (B)(6) 2026, the patient was found unresponsive at home by her mother. The nurse stated the patient was still connected to the fresenius cycler, but it is unknown if the patient was in an active pd treatment. It was reported that the patient was hospitalized requiring mechanical ventilation. The nurse reported that the patient is slowly weaning off mechanical ventilation. Additionally, it was stated that the patient is receiving manual pd therapy in the hospital. No additional details about the patient¿s hospital course are known. The pd nurse stated the patient was completing pd treatments on the cycler prior to this event without any issues. Additionally, the nurse indicated that the fresenius cycler and pd therapy is not suspected in any way to have caused this event. The nurse reported that it is suspected that the patient had a hypertensive crisis due to labile blood pressures in the setting of poor compliance with anti-hypertensive medications.

Manufacturer narrative:
Cplant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient was found unresponsive while still connected to the fresenius cycler. In additional follow-up, the pd nurse stated this patient started pd therapy in (B)(6) 2025. Per the nurse, the patient has pre-existing labile blood pressure for which the patient is prescribed anti-hypertensive medications (details not provided). The nurse stated that the patient was not managing her medications well on her own prior to this event. The nurse confirmed that on (B)(6) 2026 the patient was found unresponsive at home by her mother. The nurse stated the patient was still connected to the fresenius cycler, but it is unknown if the patient was in an active pd treatment. It was reported that the patient was hospitalized requiring mechanical ventilation. The nurse reported that the patient is slowly weaning off mechanical ventilation. Additionally, it was stated that the patient is receiving manual pd therapy in the hospital. No additional details about the patient¿s hospital course are known. The pd nurse stated the patient was completing pd treatments on the cycler prior to this event without any issues. Additionally, the nurse indicated that the fresenius cycler and pd therapy is not suspected in any way to have caused this event. The nurse reported that it is suspected that the patient had a hypertensive crisis due to labile blood pressures in the setting of poor compliance with anti-hypertensive medications.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s becoming unresponsive. However, currently there is no objective evidence that a liberty select cycler malfunction or product deficiency caused this event. The patient¿s pd nurse reported that the patient had pre-existing medical history of labile blood pressure for which the patient was prescribed antihypertensive medication (s). However, the pd nurse indicated that the patient was not compliant with medication management. It was reported that it is suspected that the patient had a hypertensive crisis due to patient pre-existing comorbid condition in the setting of non-compliance with medication regime. Furthermore, patients with end stage renal disease (esrd) have an increased risk for these events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.